Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology at the time of implant are unknown. Currently the aortic neck diameter just below the renal arteries is 26 mm, above the renal arteries the diameter is 21 mm. A recent CT revealed that the stent graft has migrated distally 4 cm with a large proximal type I endoleak. The cause of the migration is due to disease progression with aortic neck dilatation. The physician implanted an endurant aui at the level of the sma with bilateral chimney stents in each of the renal arteries. The aui was delivered up the right iliac and extended with a 16x16x93 endurant ii limb. A talent occluder was placed in the left common iliac and a right to left fem-fem bypass was performed. Post-deployment there was a small area of blush at the proximal edge of the aui graft. There was an unknown endoleak present. The physician decided implant three 10-12mm nesting coils in the aneurysm sac at the site of the blush with good result, and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation.